Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The batteries were received in near-fully charged condition and met manufacturer specifications. No damage or other anomalies were observed by the product surveillance technician (pst) upon receipt of batteries.

Manufacturer narrative:
The reported complaint was confirmed. Log analysis was not possible as the log files provided did not cover the date of the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the last measured discharge (lmd) failed. The fsr replaced the batteries and measured all voltages. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) noticed the following message on the central control monitor (ccm) screen "battery needs service, full backup may not be available". Incident happened during transport of system-1 through the hallway and prepping for the next day surgery. The device was not changed out, as the ccm remained plugged in to alternating current (a/c) outlet and they used it to complete the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.